Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device did not put out any video for the 180 series scopes. This was attributed to a faulty patient board set. Device is equipped with new type switch, normal wear on housing and video connector.

Event description:
As reported for this event, during preparation for use for an unknown procedure, the device did not yield any video for the 180 series scopes. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There is no repair done on this device. It was confirmed that the design of the dr board was changed on april 16, 2018. It is unclear whether this design change is involved in the no video issue.